Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, follicular cyst of ovary, dyspareunia, pelvic pain, nausea and hemostasis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: coil left: 4, right 4. As per mr (B)(6) 2013 - hysterosalpingogram demonstrated adequate occlusion and proper placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: venous/ lymphatic intravasation. No definite evidence of opacification of the fallopian tubes on today's exam. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, follicular cyst of ovary, dyspareunia, pelvic pain, nausea and hemostasis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: coil left : 4 ,right 4. As per mr (B)(6) 2013 - hysterosalpingogram demonstrated adequate occlusion and proper placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: 1. Venous/lymphatic intravasation. 2. No definite evidence of opacification of the fallopian tubes on today's exam. Lot number:810879, manufacturing date:2010/12, expiration date:2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.